Manufacturer narrative:
Trackwise # (B)(4). Updated section: g4, g7, h2, h3, h6, h10. Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period nov 2019 to oct 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/13 & 22) enter investigation findings: the device was returned to the factory for evaluation on 10/18/2021. An investigation was conducted on 11/20/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. The heater wire was observed to slightly flexed away from the hot jaw at the center due to normal clinical use. The gray silicone insulation was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam or heat during ten (10) 3-second activations and shut off when the toggle was released. Unable to evaluate the safety shut down system as well as the temperature and resistance test due to the device not powering on . An engineering evaluation was conducted on the handle of the harvesting device. After opening the handle, the toggle was removed from the handle to expose the switch inside the handle. The two wires from the bulkhead connector that are normally welded to the normally open (n.o) switch terminal were found to be disconnected and not intact with the n.o switch terminal. Examination of the normally open (n.o) switch terminal showed an impression on the switch terminal of where the two wire had been but there was no evidence on the switch terminal indicating that the wires had melted and fused (welded) into the metal of the switch terminal. Examination of the two wires from the bulkhead connector did not show any signs of melting which is what would of been expected from the welding process. Based on the visual evidence, the two wires from the bulkhead connector were disconnected from the normally open (n.o) switch terminal due to incomplete welding process between the two materials. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was confirmed.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 shears would not activate. They changed out the generator and extension cable prior to opening another kit. They plugged in the second hemopro shears to the same cords and generator and the second device worked.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.